Event description:
Olympus med systems corp (omsc) was informed that during endoscopic sphincterotomy (est), the cutting knife broke and came off into the pt. The doctor removed the broken knife with a forceps. After that, he completed the procedure by using another device. There was no pt injury regarding this report.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the cutting knife broke from the base and there was no missing part. The broken section of the knife was melted and burnt. As the checking of the mfg record of the same lot, nothing abnormal detected. Omsc assumes that the local cutting knife became extremely hot since the length of the contact between the cutting knife and tissue was too short while activating output and this caused the breakage. This report is being submitted as an MDR in an abundance of caution.